Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip from a hemopro kit broke. When they were done with the dissection process, they realized the proximal end of the conical tip had broken off into the patient's leg. They used the jaws of the hemopro to retrieve the piece from the original incision. Since the dissection process was already complete, no replacement was needed. The hospital did not report any patient complications. The product was discarded.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an investigation could not be performed. This problem is currently being investigated in our CAPA process. Since the hospital did not report a lot number, no lot history review could be performed.